Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during the daily check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. The unit was under observation when the issue occurred again and is still under observation. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e1(event site postal code:(B)(6), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that cardiosave intra-aortic balloon pump (iabp) issue with helium leak. A getinge field service engineer (fse) discussed the issue with the customer. After replacing a new cylinder, the operators noticed that all the helium was depleted from the cart's cylinder. The helium cylinder washer - bodok was replaced and kept as spare within the cart. The helium leak test was performed as per the manual: the x4 value ( helium in the system) dropped from 2298 to 2294 over 5 minutes ( tolerance is 20). Visited site and replaced o-ring between the cart and the console. Replaced with new helium cylinder and bodok seal,. Applied grease as per the spec. Performed leak test: pressure drop over 5 mins was 5 psig- with the cylinder closed. Tested over pressure drop over 15mins with cylinder open to make sure that there was no leak through the gauge line etc. Within the cart= 3 psig over 15mins. Performed test run we visited site today. So far the leak test shows 7 in 5mins- which is well with the specs. Suspect that there is a very fne leak in the cart, somewhere from the cylinder to the gauge meter. We have tightened nuts at the cylinder lines and grease the bodok seal. Fse spoke to helen in cath lab and now paul will be swapping the pump between the two carts and observing if the leak follows the cart or the console. (One is in use right now) for both units he will pressure both line, the. Mark the gauge and close the cylinder. Hopefully we¿ll get to the bottom of this. Fse visited site today. So far the leak test shows 7 in 5mins- which is well with the specs. Suspect that there is a very fne leak in the cart, somewhere from the cylinder to the gauge meter discussed the issue with the customer. After replacing a new cylinder, the operators noticed that all the helium was depleted from the cart's cylinder. The helium cylinder washer - bodok was replaced and kept as spare within the cart. The helium leak test was performed as per the manual: the x4 value ( helium in the system) dropped from 2298 to 2294 over 5 minutes ( tolerance is 20) the instrument is suitable to use. There was no patient involvement. After waiting for sometime issue is still not resolved. The investigation shall be closed now. If any new information received the complaint will be reopened and update it.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the daily check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involved.